Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated.

Event description:
During service at baxter, a technician reported that a colleague infusion pump had failure code 810:11 which is caused by the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version is 6.13.90, categorized as remediated. No additional information is available.